Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood, and body tissue/fibrotic growth.

Event description:
It was reported that the patient arrived to the hospital a day after discharge from the original implant, with complaint of left flank pain. Upon interrogation of the device, undersensing and no capture were noted. Also a micro-dislodgement and a perforation were observed. The patient complained of pain associated with right ventricular (rv) lead pacing. The lead was programmed to unipolar mode, and later that day was explanted and replaced. No further patient complications have been reported as a result of this event.